Event description:
During follow-up numerous attempts were made to establish communication but none were successful. Fluoroscopy confirmed proper device placement. The decision was made to explant the device.